Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and installed customer purchased gui cpu and flash software.

Event description:
It was reported that the 840 ventilator graphic user interface (gui) central processing unit (cpu) failed. Patient involvement is unknown.